Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse and nurse practitioner that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 50 mg/dl at the time of the incident. The customer was at 183 m/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. Customer stated that the pump is not downloading their meter readings. The pump also has physical damage. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test. Unit communicated properly with the test bg meter. The test value of 98 mg/dl was properly displayed on the pump screen. Unit then was uploaded using carelink pro. Carelink pro properly listed the test vaule of 98 mg/dl. No history anomaly noted. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube lip and a stained end cap sticker. No damage noted on the lcd glass.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. Unit communicated properly with the test bg meter. The test value of 98 mg/dl was properly displayed on the pump screen. Unit then was uploaded using carelink pro. Carelink pro properly listed the test value of 98 mg/dl. No history anomaly noted. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube lip and a stained end cap sticker. No damage noted on the lcd glass. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08760 inches. Unit communicated properly with the test bg meter. The test value of 98 mg/dl was properly displayed on the pump screen. Unit then was uploaded using carelink pro. Carelink pro properly listed the test value of 98 mg/dl. No history anomaly noted. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube lip and a stained end cap sticker. No damage noted on the lcd glass.